Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was deployed prematurely during use and sdw (stent delivery wire) broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the sdw was seen to be kinked. The sdw (stent delivery wire) was seen to be broken and the stent deployed from the sdw. The stent was seen to be broken. (This break was caused during analysis removing from catheter). The introducer sheath was returned intact. Functional inspection: a patency mandrel was advanced through the returned microcatheter and the deployed stent along with the distal part of the broken sdw was pushed out from the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was that the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. The device was returned for analysis with microcatheter complaint. During functional testing preformed during analysis the deployed stent was removed from the concurrent microcatheter along with the distal part of the broken sdw. While removing the stent from the catheter the stent was damaged during analysis. The sdw was found to be kinked, the introducer sheath was returned and was confirmed to be intact. The as analyzed (aa) as well as the as reported (ar) codes sdw (stent delivery wire) kinked/bent, stent deployed prematurely during use and sdw broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.